Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes include damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the image was flickering intermittently. There was no patient involvement.